Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacture representative stating that patient received a new rechargers the following day and has not had any issues since then. Patient's coupling had been normal with no interruption in therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator for chronic low back pain and spinal pain. It was reported that there was difficulty recharging. The coupling dropped from 6 bars, to 4 bars, and then to 2 bars without movement. The caller also reported the recharger did no hold a charge like it used too. The caller reported some mechanical damage to the power connector pin on the recharger and it did not click or snap. The coupling issues had started about 2-4 months prior to the report, but had worsened recently. No symptoms were reported. No further complications were reported or anticipated.